Event description:
It was initially reported in (B)(6) 2011 that the patient had had programming done many times. The patient was not benefiting from the device and was considering an explant. Follow up information received noted that the patient's device was removed (B)(6) 2012 due to bad pain in the battery area. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 39565-65 lot # n210290002 implanted (B)(6) 2009 explanted unknown; programmer model # 37743 lot # nke132404n; recharger model # 37752 lot # nka130613n.